Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the cartridge had leaked and that the patient subsequently was taken to the emergency room (ER) on (B)(6) 2014 with blood glucose (bg) over 500mg/dl. The reporter stated that the patient experienced symptoms of abdominal pain, drowsiness, excess urination, and large ketones. The patient was reportedly in the beginning stages of diabetic ketoacidosis. The patient was reportedly treated in the ER with IV fluids and insulin injections. The patient was reportedly still in the hospital at the time of the call to animas. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia related to the allegation that the cartridge was leaking.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2014-device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test were performed with no failures observed. The complaint could not be duplicated on investigation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.